Event description:
Boston scientific was notified that, this product couldn't be inflated in the lesion. Used new one and procedure completed. Upon eval in 1/2004 the catheter balloon was found to be ruptured therefore, the complaint will be filed as an MDR.